Event description:
Parent of home patient (hp) reports air bubbles in pt line of homechoice set in fill 1 of automated peritoneal dialysiss treatment. Parent notes no leaks in any tubing line. Baxter tech assisted hp in manually draining lines. Rn reports being unaware of incident, and reports no pt injury or medical intervention required as a result.